Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.